Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.

Event description:
Customer's daughter reported customer received a reading of 106 mg/dl on his freestyle freedom blood glucose meter, which was higher than he felt. Caller further reported customer experienced diaphoresis, became "unresponsive" and subsequently experienced a seizure. Paramedics were called, initiated an intravenous infusion of dextrose and transported customer to a local healthcare facility where he was diagnosed with hypoglycemia. Caller additionally reported customer received unspecified treatment at the healthcare facility that was a change to their normal treatment. There was no report of death or permanent injury associated with this event.